Event description:
Procedure: skin closure following complex ventral hernia repair. The pt underwent surgery for a complex ventral hernia repair. The wound was closed using the skin stapler. Reportedly, the staples did not hold the wound together. The pt was returned to surgery for wound evacuation of hematoma and closure.